Event description:
It was reported through a protegen sling marketing survey that following a vesica protegen sling placement, the pt experienced an infection necessitating the removal of the sling. No other info is available. No product was returned for eval.